Event description:
Paramedics had connected the device to a pt diagnosed with a bradycardic rhythm. Reportedly, the device failed to administer pacing therapy to the pt. The reports from staff in attendance differ, but allegedly the pt was not showing expected change in response to device pacing output. The device was also observed to intermittently lose power, the printer would not stop and the device kept displaying that pacing leads were not attached. The pt was delivered to the hospital with pulse and pressure.